Manufacturer narrative:
High blood glucose level- no failure detected.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customers blood glucose (bg) level was impacted 329 mg/dl. The customer took a manual injection to stabilize bg level. In addition the contact reported that the customer had experienced an elevated blood glucose (bg) level of above 500 mg/dl with small traces of ketones on (B)(6) 2016. The customer took a correction bolus via the pump to stabilize bg level. The contact stated that the possible cause for the elevated bg level could be due to hormonal changes and malfunction alarm received on (B)(6) 2016. However, it was not confirmed. It was indicated that the customer would use manual injections as alternate insulin therapy.